Event description:
It was reported that a remote transmission showed noise on the device caused by electromagnetic interference which resulted in loss of biventricular pacing. The device remains in use. No patient complications have been reported as a result of this event.